Event description:
A non health care professional reported that during the during the intraocular (iol) lens implant procedure haptic was sheared off and did not come out of the cartridge correctly. There was a patient contact with the device and procedure was completed same day. Additional information received and stated that the tip of the pre-loaded device was in contact with the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).